Event description:
The patient reported that the patient used the suspect device to check the patient's blood glucose and obtained a result of 150 mg/dl. The patient then dosed insulin on a sliding scale and ate lunch. Two hours later the patient passed out. Emt's were called and they checked the patient's glucose upon arrival. They obtained a result of 51 mg/dl. The patient was taken to the hospital and a lab value came back as 29 mg/dl. The patient was treated with a glucose IV and given food, then released later in the evening. Level 1 glucose control was used on the system and the control was within range. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.